Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during routine generator change out procedure, the physician experienced difficulty when attempting to insert the distal and proximal right ventricular (rv) lead coils into the new cardiac resynchronization therapy defibrillator (crt-d). Subsequently, the right ventricular (rv) lead was surgically abandonded and replaced. The physician opted to implant a cardiac resynchronization therapy pacemaker (crt-p) due to patient anatomy and concerns with the device pocket size. No additional adverse patient effects were reported.

Event description:
It was reported that during routine generator change out procedure, the physician experienced difficulty when attempting to insert the distal and proximal right ventricular (rv) lead coils into the new cardiac resynchronization therapy defibrillator (crt-d). Subsequently, the right ventricular (rv) lead was surgically abandoned and replaced. The physician opted to implant a cardiac resynchronization therapy pacemaker (crt-p) due to patient anatomy and concerns with the device pocket size. No additional adverse patient effects were reported.